Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally it was reported that multiple cartridges were leaking form an undefined area. Customer changed the pump supplies to address the issues. There was no reported adverse impact to the customers blood glucose level.